Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the physician/author did not confirm the medtronic product directly caused the aortic dissection, but instead stated the relatedness between the device and the dissection as suspected. The patient¿s weight was reported as 60 to 80 kg. Serial numbers for the device were not provided.

Manufacturer narrative:
Citation: pontious m et al. Late type a dissection after transfemoral aortic valve replacement. Jacc: case reports. Volume 2, issue 6, june 2020, pages 877-881. Doi: https://doi.org/10.1016/j.jaccas.2019.12.050 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding an (B)(6) year-old female with symptomatic severe aortic stenosis who underwent successful transcatheter aortic valve replacement (tavr) with a 26-mm evolut pro bioprosthetic valve (no serial numbers provided). Post-operatively residual moderate to severe perivalvular aortic insufficiency was observed. The patient was followed closely with echocardiograms at regular intervals. Subsequent diagnoses included aortic dissection, pulmonary embolism, spontaneous pneumothorax, spinal disc herniation, compression fracture, vertebral body fracture, and other musculoskeletal etiologies. A computed tomography (CT) angiogram revealed an acute type a aortic dissection with intramural hematoma originating near the bioprosthetic valve, extending along the anterolateral ascending aorta through the arch, and down to the root. Additionally, pericardial effusion and concomitant type b dissection were confirmed. The patient was taken to the operating room for ascending aortic replacement, dissection, and perivalvular leak repair. The aortic insufficiency between the left and noncoronary sinus was repaired from just below the paravalvular skirt of the bioprosthetic valve and the native aortic annulus. Post-cardiopulmonary bypass transesophageal echocardiography noted no aortic insufficiency. Post-operatively the patient recovered and was eventually transferred to the ward with planned disposition to physiatry and rehabilitation facilities. The authors postulated that hypertension and malpositioning of the bioprosthetic valve may have contributed to aortic dissection. No additional adverse patient effects or product performance issues were reported.